Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report a constant tone and other alarms on the insulin pump. The customer was unable to clear any alarms due to the constant tone. Troubleshooting was performed and the constant tone continued. The reported blood glucose reading was 310 mg/dl. Nothing further was reported.